Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's right atrial lead exhibited several episodes of noise as well as low impedances. Surgical intervention took place on (B)(6) 2015 at which time the patient's lead was capped and a new lead was implanted. Electrical values were tested and found to be normal. The patient was in good condition both pre- and post-operative.